Manufacturer narrative:
The initial reporter was biomedical engineer. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the liquid was inside the headlight because it leaked from the pipe in the ceiling above the room. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of liquid with live parts may cause electric shock.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the liquid was inside the headlight because it leaked from the pipe in the ceiling above the room. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of liquid with live parts may cause electric shock. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since water ingress due to phenomenon external to the device could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis for water ingress problem was performed by subject matter experts and concluded that: according to the information provided the presence of water in the main arm, the spring arm and the lighthead t is the result of a water leakage from the ceiling of the facility. It is a phenomenon external to the device. This problem is not related to the device, the powerled/hled surgical light is not supplied with water and is not a source of a leak. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.